Event description:
It was reported that, "patient called to report that he is experiencing a squeak coming from his hip. Also he reported that when he "stubs his toe" as an example, to kick a ball, or even accidentally, he is experiencing excruciating pain running straight up the front of the hip. Same pain comes from coughing, has to hold his leg to bear the pain. Has a constant ache."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested from the patient. If it becomes available, the evaluation summary will be submitted in a supplemental report.